Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." Discarded.

Event description:
Patient's right hip was revised approximately 8 years post-implantation due to pain. The head and liner were removed and replaced.